Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz2047 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "account reports placing PICC with no issues. Reports using sherlock 3cg with tip confirmation, showed "perfect 3cg green diamond, no deflection and got chest xray and they were deep. 4-6 cm too deep." No further information provided.